Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. Charge and boot tests was performed and failed due to the receiver having no power. An attempt to download the receiver log by using a good known battery was performed and passed. An internal visual inspection was performed and failed due to a damaged battery. Pictures were taken. The receiver log was downloaded and reviewed finding error related to the complaint.